Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum pumps alarmed downstream occlusions during therapy. Further the flow sensitivity had also reverted back to default settings after pumps had a new drug library updated. The customer was able to resolve the issue by "re-saving another version of the library and pushing it out to overwrite everything". There was no report of patient injury or medical intervention associated with this event. No additional information is available.